Event description:
It was reported that 5 days post xience v stent implantation in the proximal left anterior descending (plad) artery, the patient experienced an abrupt closure of the vessel, elevated enzymes and an st elevation myocardial infarction. The patient was rehospitalized. Thrombolytics were administered. Percutaneous coronary intervention was performed to the plad and the first diagonal artery. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.